Event description:
Report received stating, "the bearing at the tip of the attachment was broken during use and the parts of the bearing were scattered." No pt impact reported. On follow-up, it was noted that CT scans were taken after the procedure was complete. A shadow of an object was visible on the scans. They believe that the shadow may be the ball bearings from the attachment. The physician decided not retrieve the objects.

Manufacturer narrative:
Report confirmed. Eval determined that the distal bearing had failed. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for over 15 years without any record of factory service.